Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a procedure for l4-l5, l5-s1 posterior lumbar interbody fusion with placement of machined bone dowels x4; posterior lateral lumbar fusion l4, l5, s1 with instrumentation l4, l5, s1; left iliac crest bone marrow harvest, application of allograft and autograft bone material and an epidural dura morph injection. Bmp was used at l4-5 and l5-s1. Notes indicate at 2 months and 26 months post-op the patient received si joint injections. At 30 months post-op a trigger point injection was performed for relief of her spasm. At 33 months post-op the patient underwent placement of a spinal cord stimulator trial for failed back syndrome, chronic back pain, and bilateral leg pain.